Event description:
It was reported that approximately 9 years post-operative, the patient underwent revision surgery due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford bearing, unknown oxford femoral component. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00379, 3002806535 -2022-00380. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). It was reported that due to disease progression, the patient needed a total knee replacement, therefore the patient was revised. Product did not fail to meet expectations. Given this information, event is not reportable; this medwatch will be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information reported that the revision surgery took place due to disease progression. Given this new information, the event has been reassessed as not device-related.